Event description:
On (B)(6) 2010, the patient reported last night the piston rod of the infusion device made a clicking noise during the insulin cartridge change. When the piston rod was retracted e10 (cartridge) error was displayed. She confirmed and cleared the error and continued the change cartridge procedure. At the time of the report, the piston rod retracted without error. She stated she still hears a slight click and there is a grinding noise. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.